Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration and there was contamination around the shim. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed large prime volumes observed in the black box on (B)(4) 2012. Evaluated revealed that when the load step was activated the piston continued forward until a no cartridge detected alarm was executed. Investigation revealed evidence of green contamination was found around the shim. Evaluation revealed force sensor calibration was measured and found to be out of specifications.